Manufacturer narrative:
Service was not dispatched for this event. Customer technical support (cts) offered to have the samples tested by bci customer product line support (cpls) group. The customer did not provide the samples for further testing. A bci field service engineer (fse) did not evaluate the instrument. Customer did not provide the samples to bci for further testing by the cpls group. Therefore, a definitive root cause could not be determined for this event. This is 3 of 5 separate MDR reports related to 5 pt events associated with a single malfunction report. Reference MDR numbers: 2122870-2011-02939, 02940, 02942, 02943 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to false negative rubella igg results generated on the access2 immunoassay system for five pts. The pt samples were tested using two alternate methodologies and positive values were obtained. The initial false negative results were reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.